Event description:
I am writing regarding the serious and urgent medical situation involving my mother, (B)(6), who is currently under your care. We also believe this is form of age discrimination as well. My mother was exposed to and may have been possible infected with burkholderia complex (bcc), a highly contagious and drug-resistant bacterium, as a result of using medihoney, a product that was recalled by the FDA due to contamination during the manufacturing process. We informed the medical staff at (B)(6) of this risk upon her admission and specifically requested that she be tested for bcc. Since many signs point to this. It will be almost a week and no confirmation this test is being done but signs just point to them discharging my mother not to deal with serious health concern. Despite the severity of this situation, there has been a significant delay in proper response and testing, with staff repeatedly indicating they need to consult the lab and that results or action may take up to a week. This delay places my mother¿s life at serious risk and creates a potential public health concern for other patients, staff, and the broader community. Given the known risks associated with bcc, the following actions should be taken immediately: prompt testing for bcc using appropriate specialized methods, including pcr testing of blood, urine, and wound samples immediate involvement of the infectious disease department implementation of appropriate infection control measures, including isolation if necessary initiation of targeted antibiotic treatment if bcc is confirmed notification of relevant public health authorities, including the department of health and the cdc, due to the potential for spread this organism is well documented as highly contagious and resistant to many antibiotics, and failure to act swiftly could lead to severe harm or death, as well as expose others to unnecessary risk. Furthermore, the ongoing pattern of inadequate response and potential discharge without proper diagnosis or treatment raises serious concerns about patient safety, quality of care, and possible waste, fraud, and abuse, particularly if my mother must repeatedly return due to unresolved medical issues stemming from this exposure.